Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the label was flawed (smeared). The following information was provided by the initial reporter. The customer stated: "during the inspection of the blood gas needle, it was found that the scale of the arterial blood collection device was blurred, and the appearance of the blood needle was damaged. After the discovery, the arterial blood collection device was replaced immediately."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the label was flawed (smeared). The following information was provided by the initial reporter. The customer stated: "during the inspection of the blood gas needle, it was found that the scale of the arterial blood collection device was blurred, and the appearance of the blood needle was damaged. After the discovery, the arterial blood collection device was replaced immediately."